Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had low blood glucose which was in 30s mg/dl. Customer does not wear the sensor and took glucose tabs, food, and juice as a treatment. Customer does not want to troubleshoot of the low blood glucose at this time. The insulin pump will not be returned for analysis.